Manufacturer narrative:
Additional information: updated with new information. If information is provided in the future, a supplemental report will be issued.

Event description:
The site was able verify the instruments once the case started and was able to complete the procedure. The representative did a system checkout with no issues being found and it was confirmed by the representative that there were no delay in the procedure with no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site was attempting to track the orange and grey instrument tracker, but would disappear quickly after showing on camera tracking. The site was unable to troubleshoot since they were doing a spin. It was later noted through troubleshooting that the site was unable to verify the orange and grey instrument tracker but other instruments would verify normally. There was a less than 1-hour delay but the patient impact is unknown.